Event description:
The pt was hospitalized for hypoglycemia. The pt inadvertently administered excess insulin by priming the pump while attached to the infusion set.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pt inadvertently administered excess insulin by priming the pump while attached to the infusion set. The pump user guide instructs users to disconnect from the infusion set prior to priming it. Additionally, the pump warns the user to disconnect 3 times during the prime / rewind sequence. The pt has continued to use the pump with no reported subsequent events. If the device is returned, an eval shall be completed and a supplemental report will be filed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: during investigation, the pump successfully completed the rewind, load, and prime steps without alarms. The pump displayed the appropriate warning to disconnect from the pump before entering the prime.